Event description:
It was reported that the device had a primary audible error and was still persistent. There was no patient involvement or harm.

Manufacturer narrative:
H3: one device was received for analysis. Service history review indicated that the repeat repair for primary audible alarm was related to a previous repair on 16-dec-2025. The customer complaint was confirmed but not duplicated. The root cause of the issue was the electrical component interference. The speaker was replaced. The device passed all tests including power-up, plunger travel, occlusion, and flow accuracy testing.